Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed oversensing of short v-v intervals. A high rate of mode switch rates were noted and it was possibly due to a history of far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.